Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("irregular and abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping,aching /lower quadrant pain/persistent abdominal pain") and abdominal discomfort ("persistent abdominal pressure"). The patient was treated with surgery (on (B)(6) 2015, consumer underwent pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2013, and reported adverse events including chronic pelvic pain and irregular and abnormal bleeding (understood as genital bleeding). On (B)(6) 2015, plaintiff underwent pelvic surgery. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the events. This case was classified as incident since surgical intervention was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), genital haemorrhage ("irregular and abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and menometrorrhagia ("menometrorrhagia") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, live birth on (B)(6) 2011, live birth in 2003, live birth in 2001, amenorrhea, asthma and premature labor. Concurrent conditions included menometrorrhagia, menses irregular, uterine fibroid, blood in stool, vulvovaginitis, abnormal weight gain, endometrial bleeding, appendectomy and sulfonamide allergy ((nausea, vomiting, hives).). Family history included breast cancer ((maternal and paternal grandmother)), lung cancer, diabetes mellitus, hypertension, ovarian cancer, stroke and thyroid disorder. In (B)(6) 2011, the patient had essure inserted . In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal discomfort ("persistent abdominal pressure"), abdominal pain lower ("severe cramping,aching /lower quadrant pain/persistent abdominal pain") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and pain in extremity ("severe leg pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy), surgery (endometrial ablation done on (B)(6) 2013).essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia,menometrorrhagia , abdominal discomfort, abdominal pain lower, dysmenorrhoea and pain in extremity had resolved. The reporter considered abdominal discomfort, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menometrorrhagia, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion device in right place . Concerning the injuries reported in this case the following onces were described in patient's medical record: menometrorrhagia confirming previous events abnormal bleeding(genital) & abnormal bleeding (vaginal ,menorrhagia). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 2-feb-2018: follow up from pfs & m.r.-event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, severe leg pain was added and essure start date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("irregular and abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping,aching /lower quadrant pain/persistent abdominal pain") and abdominal discomfort ("persistent abdominal pressure"). The patient was treated with surgery (on (B)(6) 2015, consumer underwent pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2013, and reported adverse events including chronic pelvic pain and irregular and abnormal bleeding (understood as genital bleeding). On (B)(6) 2015, plaintiff underwent pelvic surgery. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the events. This case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.